Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: after vessel closure. It was reported that arteriotomy closure of the femoral artery was attempted after an interventional procedure using a starclose se device. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.